Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). She was not able to clear the error message because the check button was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. Due to this a shutdown and restart are possible. The functionality of the buttons were tested successfully and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.